Event description:
It has been reported to philips that the charging connector and foot are out of work. A user report was received related to a reported product problem currently being investigated. Further updates will be provided when the investigation is completed.